Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; top of atrial output connector was broken off. Analysis also found the lower case, three case screws, and three decorative plugs were contaminated. Hanger assembly was contaminated and will not close all the way into case. (B)(4).

Event description:
It was reported the atrial connector was broken. The device was returned for repair. There was no patient involvement.